Event description:
Caller reported that the insulin gauge displayed an amount different than expected, causing confusion about the fill estimate. Caller expected a fill estimate of 200 units, but only 75 units were shown initially. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in reloading the cartridge and instructed them to disconnect and deliver a 10.2 unit bolus, which resolved the discrepancy between the displayed and expected values.